Event description:
The patient was undergoing double valve replacement and CABG and had extensive aortic calcification. Significant arterial oozing was experienced. It was reported the surgeon parachuted the valve into the patient's aortic annulus and as the surgeon seated the valve, one of the leaflets fractured. All of the pieces were retrieved and a larger 21 mm regent valve was implanted. The patient experienced a posterior atrioventricular disruption intraoperatively with massive bleeding and expired following surgery.

Manufacturer narrative:
The results of this investigation indicated there was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet and orifice damage. Rather, the damage was apparently caused by some external force applied to the leaflet which overstressed the carbon material and resulted in the damage. There was no evidence found to suggest the fractured leaflet and orifice damage were due to an intrinsic defect in the valve, as supported by the review of the device history record and the analysis performed. The cause of the fractured leaflet during implantation remains unk.